Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: the nurse in blood department gave patient superficial vein indwelling operation on 16:10 (B)(6) 2019, routine inspection of indwelling needle outer package, found that the closed vein indwelling needle hose has black foreign body. To replace the treatment, report to the head nurse, the original indwelling needle sent to the medical engineering department. No harm was done to the patient.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: the nurse in blood department gave patient superficial vein indwelling operation on 16:10 (B)(6) 2019, routine inspection of indwelling needle outer package, found that the closed vein indwelling needle hose has black foreign body. To replace the treatment, report to the head nurse, the original indwelling needle sent to the medical engineering department. No harm was done to the patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050908. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.